Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient regarding the patient who was implanted with an implantable neurostimulator for non-malignant pain. It was reported that the patient was going to have major back surgery at which time the device would be removed. It was noted that the patient's condition had been worsening at no fault of the stimulator. The patient had a tight space in her spinal column and the device was pressing on those nerves. The issue occurred during use since implant. Additional information received from the patient clarified that she didn't know if the device would be removed; she was going to have an MRI to determine that. The patient was originally going to have the MRI at one facility but couldn't because the MRI machines there were all stronger than 1.5 tesla. The patient's doctor helped her find another facility that could do the MRI and the MRI was scheduled for (B)(6) 2016. Additional information has been requested regarding outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information received from the patient on (B)(6) 2016 reported that steps taken to resolve the issue were a surgical removal were to be done on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.